Event description:
It was reported in a general comment that after an unspecified xience xpedition stent was implanted, resistance was felt when removing the stent delivery system (sds). There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (lhr) and similar incident review for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, d6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided.